Manufacturer narrative:
According to the field, the catheter will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an implant procedure, when this catheter was being used, excessive bleed was observed from the hemostasis valve. The catheter was removed and replaced. No additional adverse patient effects were reported.